Event description:
It was reported that distal tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire used for procedure. During the procedure, upon inserting the v-18 wire in conjunction with the rubicon device, the tip of the wire fractured and separated. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number (B)(4). Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that distal tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire used for procedure. During the procedure, upon inserting the v-18 wire in conjunction with the rubicon device, the tip of the wire fractured and separated. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number - (B)(6). Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the device was returned for technical analysis. Visual and microscopic inspection revealed that the distal tip was detached and kinked. The distal tip section was damaged. Inspection of the remainder of the device revealed no other damage or irregularities.